Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and random no delivery , pump has a chip near reservoir, screen was scratched up and effected the ability to see. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with scratches on lcd display window and broken reservoir tube lip noted. Device passed displacement test. Basic occlusion test. Insulin pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Insulin pump passed self test. No missing segments on lcd display noted. (B)(4).